Event description:
Reporter indicated that a patient was experiencing vocal cord issues. The patient was referred to an ent by neurologist to assess vocal cord function. No further information has been received.

Manufacturer narrative:
Vns therapy system labeling lists left vocal cord paralysis as a potential adverse event possibly associated with surgery or stimulation.